Event description:
It is reported that the patient faced high blood glucose levels upto 400 mg/dl on (B)(6) 2026 and was treated with insulin pump which leads to low blood glucose levels upto 60 mg/dl and was further treated with carbs intake.

Manufacturer narrative:
E1 : establishment name: (B)(6). Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Country: united states of america. Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.